Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro plastic jaw boot cover was defective out of box. No further clarification was available at the time the report was provided. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. During the same procedure, one short port btt balloon broke, popped. It was a clean burst and there was no product retrieval required. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. Maquet received the hemopro device on 07/21/2009 and the initial visual inspection found that the cold jaw boot insulation did not form a completely assembly and the missing piece was not returned. This is an MDR reportable event. This report is for the first device.

Manufacturer narrative:
Investigation results: the visual inspection confirmed that the cold jaw boot coating was cracked and torn. Upon reassembly of jaw boot, it did not form a complete assembly. The missing portion of jaw boot was not returned by institution. The reported complaint that the jaw was defective out of box is confirmed. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint. (B) (4).